Manufacturer narrative:
Patient's weight was unavailable from the site. Visual and microscopic evaluation of the suspect turbo-elite device found that the band was cleanly separated from the tip of the catheter, no visible damage to the tip of the device. Cause of event cannot be determined with the information available.

Event description:
A philips representative reported that during a peripheral atherectomy procedure to treat a lesion in the posterior tibial artery, that the spectranetics turbo-elite laser atherectomy catheter 420-159 was utilized. After the second pass with the turbo elite device, the radio-opaque marker came off in the vessel. The physician was able to remove the marker band with a balloon. No adverse effect to the patient's outcome. Procedure was completed successfully with a balloon.